Event description:
Following pump and catheter implant, the patient never had therapeutic effect. The patient had withdrawal symptoms including "cold chills", sweats and the inability to walk without holding onto something. The medication in the pump was increased and a therapeutic bolus was given through the pump, without any relief. A catheter dye study was done and it was reported that there was a "problem with his pump". The physician recommended that the pump be replaced. The medication being delivered via the device system was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4)